Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "capsular contracture baker grade iii". This relates to the right side. The device remains implanted and it's unknow if will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, d6b, g2, h6.

Event description:
Patient reported "capsular contracture baker grade iii". Patient was prescribed medication to treat capsular contracture. This relates to the right side. The device has been explanted and replaced with a non-allergan device.